Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the damaged monitor display. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause for the damaged lcd display was physical abuse. Electrode belt sn (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was tactile/motion artifact. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was in a nursing home and conscious at the time of the treatment event. The patient's nurse was present at the time of the event. The patient's nurse reported hearing the alarms and that she told the patient to press the response buttons. The nurse reported that the patient has dementia and is forgetful. The response buttons were not pressed during the event. Tactile/motion artifact contributed to the false detection. The patient was taken to the hospital by an ambulance and continued use of the lifevest.